Event description:
It was reported that a holter monitor documented that the ventricular epicardial lead had intermittent capture failure in the pacemaker dependent patient. It was also reported that when the patient was in the prone position ventricular capture failure was also observed. Therefore the ventricular lead will be abandoned and replaced with a new lead. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4968 implantable pacing lead (B)(4).